Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased calcium results for five patient samples on an architect c8000 analyzer. The customer stated that a leak was discovered from under the instrument, which was discovered because there were five patients who had calcium results that were around 2.0 mg/dl and when repeated were in the normal range of 8.4-10.4 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased calcium results on the architect c8000 processing module, serial number(B)(6). Through an extensive investigation, the fsr found an obstruction/clog in the tubing, part number 7-93355-01 tbg, mix y fit to lc wast man (rohs), from the mixer y-fitting to the low concentration waste (lcw) manifold. The fsr resolved the issue by removing the obstruction/clog from the tubing. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.